Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with tracheal bronchus for tracheal bronchus dilatation. A 2.0mmx20mmx143cm ultra-soft sv balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon could not be inflated. When the device was removed, it was noted that the shaft was broken more than 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.